Event description:
Allegedly incorrectly laser marked.

Manufacturer narrative:
This is a reportable malfunction. During a retrospective review of our files, we determined this incident to be a reportable malfunction.

Manufacturer narrative:
Conclusion: the device was out of specification.